Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes d.9. Returned to manufacturer on: 05-mar-2024. H.6. Investigation summary: bd received twelve(12) samples and one(1) photo for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. 6 returned and 14 retained samples from each lot number provided were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the tubes overfilled. There was no report of patient impact.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the tubes overfilled. There was no report of patient impact.